Event description:
It was reported that during a routine follow-up, the physician encountered an issue with the patient's tenacio pump from the inflatable penile prosthesis (ipp). The pump was unable to fully inflate the cylinders. The physician was only able to achieve eight pumps before the pump went flat and became completely locked out. A surgical procedure was performed, during which no issues were observed with pumping or cylinder filling. However, upon deflation, fluid returned to the syringe and was noted to be tea-colored/brown. The reservoir was explanted, and a tear was identified, suspected to have occurred during the initial surgery. All components of the implant were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cx preconnect tenacio is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Concomitant product UDI for cx preconnect tenacio is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that during a routine follow-up, the physician encountered an issue with the patient's tenacio pump from the inflatable penile prosthesis (ipp). The pump was unable to fully inflate the cylinders, achieving only eight pumps before becoming flat and completely locked out. A surgical procedure was performed, during which no issues were observed with pumping or cylinder filling. However, upon deflation, fluid returned to the syringe and appeared tea-colored/brown. When the reservoir was removed, it was found to be filled with blood. A tear was identified in the reservoir, suspected to have occurred during the initial surgery. All components of the implant were explanted and replaced. No additional patient complications were reported.